Manufacturer narrative:
An internal investigation is being performed by merge healthcare to determine if there is a deficiency in the software or if this is related to a workflow issue at the customer site. Depending on the toxicology user's actions, when adding medications to an accession, there may be inconsistencies on the patient's report. It should be noted that if an unassociated medications has been added to a patient the result and flagging for the medications will be contradictory to the prescribed medication list. Qualified personnel should identify any inconsistencies between, medications, results, and flagging prior to releasing results. Merge healthcare is in the process of determining if modifications to the software are needed to mitigate this issue.

Event description:
Merge lis is intended to be used for receiving, viewing, communicating and storing results from laboratory modalities. Lis functionality includes, recording, annotating, creating/printing labels, calculations, patient medication/interaction information, monitoring, reporting and trending of patient lab results. On (B)(6) 2016 a toxicology customer reported some medications appearing on a patient report as prescribed though they were not listed in the order entry list of active medications for that patient. Merge healthcare investigated the issue and determined that medications not associated with the patient were appearing on the patient report and summary of findings (sof) report. To resolve the reported issue, merge healthcare corrected the affected patient report. Inaccurate medications associated with a patient could lead to an unnecessary procedure or inappropriate treatment; however, there is no indication that the issue, reported by the customer, resulted in a death or serious injury. (B)(4).

Manufacturer narrative:
Merge healthcare conducted an internal investigation (lis-5581) and it was found that medications not associated with a specific patient were appearing in their patient report(s). The software deficiency was corrected via changes to the logic used when adding medications to a patient record to ensure the medications are correctly displayed in patient inquiry and in summary of report findings. Reference: (B)(4), merge lis 4.1.6 release notes. Customer was updated to merge lis v. 4.1.6 on (B)(6) 2016. Revised information contained in this supplement report includes the following: updated manufacturer contact name. Updated office contact name. Date new information received by manufacturer (date recall submitted to the FDA). Indication that this is follow-up report 001. Indication that the follow-up type is additional information. Indication that remedial action is a recall. Addition of merge healthcare's recall reporting number. Evaluation codes: conclusions code: 12 - cause traced to device design. Indication that additional manufacturer information is contained in this follow-up report.